Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The patient suspected a lead fracture. The doctor then explanted the electrode and pulse generator. The pulse generator was said to have normal battery depletion. A new system was successfully implanted. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The patient suspected a lead fracture. The doctor then explanted the electrode and pulse generator. The pulse generator was said to have normal battery depletion. A new system was successfully implanted. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.